Manufacturer narrative:
Date of event was reported as (B)(6) 2015. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 30-apr-2019, UDI#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018. See manufacturer¿s reports # 3004209178-2018-04838 for the patient¿s other issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a ¿freak accident¿ and ¿the last one I had was like fractured, so they had to take it out and wait until I healed for the new one¿. There were no further complications reported or anticipated.